Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a low suspend alarm. The customer's blood glucose reading was 68 mg/dl. The customer treated her low blood glucose with juice. The customer stated that the calibrations were off and it went into threshold suspend.